Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing during stored episodes while the patient was in the opera ting room. The lead remains in use. No patient complications have been reported as a result of this event.